Event description:
The user facility reported that the tr band was placed on the left radial artery after the procedure was completed. The patient continued to bleed after the air was inflated into the band. The tech that applied the band believes that the band might have been cracked. The patient was in good condition and the procedure was successful. There was no patient injury/medical or surgical intervention required.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not returned for evaluation. The exact root cause cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.